Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the rv lead still has capture before the atrioventricular node ablation (avna) procedure, but during the procedure, this lead was no longer capturing at previous outputs. There were no symptoms that led to the lead being replaced. Also, this lead was disposed of accidentally by the hospital staff.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.